Event description:
Pt. Went into complete heart block, zoll biphasic defib connected to pt. Attempted to external pace by turning pacing dial to pacer - rate defaulted to 70 - pacer output defaulted to 0 ma. Attempted to dial ma's up by first dialing to left then to the right multiple times and ma did not change. Pt then had intermittent qrs's and temporary wire was placed. Brought in second zoll biphasic on pt and followed same procedure and successfully able to increase ma's to external pace. Later retested original zoll when not connected to pt. After rapidly moving ma dial to left and right multiple times, ma then dialed in.